Event description:
Hello, my name is (B)(6) and I live in (B)(6). I am using my sister (B)(6) as a tool for communication and further resource. I am a (B)(6) years old woman mother of two beautiful children who decided to have the essure procedure 7 months ago as part of family planning. After long conversations with the ob- gyn and my husband, and having discussed what we thought were the pros and cons of the procedure, we opted to move forward with this method and do it. The first set back was that one of my tubes kept "rejecting" the implant or so I was told. I have to go back and do it all over again times 3, at that time, the procedure was labeled as a "success". I experienced few episodes of minimal bleeding and pain. As time passed, I keep taking oral contraceptives to be sure that no surprises will develop during the "waiting" time. Little that I know, as it today, I am 5 weeks pregnant. Although having a child is the most wonderful news one can received, my concerns are growing with the baby every passing day. I first noticed something out of the ordinary about a week and 1/2 ago. I developed a sudden, sharp, and debilitating pain on one of my sides. I thought may be I am ovulating. I could not move or do anything for the rest of that day. The very next day, I felt the urgency to take a pregnancy test, do not quite know why, may be the sixth "motherly" sense kicked in. To our surprise, it came back kind of blurry, reason why, we went to the local lab to request a certified test. This time, the test came back positive. I immediately made the appointment to see my ob-gyn thinking that it could be an ectopic pregnancy. Many labs and ultrasound were performed (I felt like a lab rat), a week later, everything seems to be "normal" including the blood levels, hormones, and the baby's growing patterns along with its location. Good news right? The physician looked (dare to say) worried because she has no knowledge on how the material or implant can affect my baby's development or even my health in the future and now it is recommending to terminate the pregnancy. How in the name of god, one can even consider to do that? It is so little and we were not expecting this surprise at all, but still our baby. I do not understand if is showing normalcy terms then, why the recommendation. What is behind the manufacturing process or the inside components that could be so damaging to consider the suggestion of making us choose between life and death? This whole experience is a nightmare. I could have understood the rush of making a decision due to the complications of an ectopic pregnancy but, now that I know that everything looks "normal", how can I terminate out of fears of the unknown? I was trying to prevent future pregnancies never in my life have crossed my mind ending one. If you have any information or precedents of situations like mine along with their outcomes, please feel free to discuss it with my sister who will pass the information to me. I even considered moving in with her in (B)(6) to get proper medical care if necessary. Thank you. (B)(4).